Event description:
The customer called to report that she was receiving a button error on her insulin pump. The customer's blood glucose level was 63 mg/dl. The customer said that it was hot outside and she wears her pump in her bra so it may have been exposed to moisture. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.